Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) discovered that the pyxibus connection to the matrix drawer was not fully seated. The fse reconnected the drawer, rebooted the station, recovered the storage space, and tested the system in diagnostic mode. The fse also reseated the drawer connections and the retractor band connections on drawer 5, which is a full height cubie drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 was closed, would not open, and could not be recovered. The drawer was stuck in the closed position. A customer accessed the rear of the device to inspect for obstructions, however no visible objects or physical blockages preventing drawer operation were observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.